Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition and the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. No intervention was performed. The patient was in stable condition. The rv lead and ra lead will be further monitored.

Event description:
New information received indicates that the right ventricular (rv) lead and right atrial (ra) lead was explanted and replaced.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A complete lead was returned in one piece for analysis. A full breached outer insulation degradation was found adjacent to the connector boot region. The cause of the reported event was due to the exposure of the outer coil at the full breached outer insulation degradation.

Event description:
New information received indicates that the patient was recovering post-procedure with no consequences.